Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. The patient was hospitalized (on (B)(6) 2022) with peritonitis. The patient¿s pd nurse provided that the patient was experiencing symptoms of fever and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 and the patient¿s pd effluent was cloudy with observable fibrin (which is known to cause drain complications in pd treatments). The nurse stated no more than 10 cc pd fluid could be aspirated (from the pd catheter).as a result, the patient was sent to the emergency room (ER) and was admitted to the hospital. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2022) which had an elevated white blood cell (wbc) count and growth of the bacteria staphylococcus capitus. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient was transitioned to hemodialysis (date unknown) and underwent removal of the pd catheter (not a fresenius product) r on (B)(6) 2022. Per the nurse, during this hospitalization a mass on the patient¿s colon was discovered and the patient remained hospitalized at the time follow-up was conducted. The patient was reportedly recovering from the peritonitis event. The nurse stated the exact cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the event is suspected to be associated with a breach in aseptic technique (a well-documented cause for peritonitis in pd patients).

Manufacturer narrative:
Corrected information: a.2.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. The patient was hospitalized (on (B)(6) 2022) with peritonitis. The patient¿s pd nurse provided that the patient was experiencing symptoms of fever and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 and the patient¿s pd effluent was cloudy with observable fibrin (which is known to cause drain complications in pd treatments). The nurse stated no more than 10 cc pd fluid could be aspirated (from the pd catheter).as a result, the patient was sent to the emergency room (ER) and was admitted to the hospital. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2022) which had an elevated white blood cell (wbc) count and growth of the bacteria staphylococcus capitus. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient was transitioned to hemodialysis (date unknown) and underwent removal of the pd catheter (not a fresenius product) r on (B)(6) 2022. Per the nurse, during this hospitalization a mass on the patient¿s colon was discovered and the patient remained hospitalized at the time follow-up was conducted. The patient was reportedly recovering from the peritonitis event. The nurse stated the exact cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the event is suspected to be associated with a breach in aseptic technique (a well-documented cause for peritonitis in pd patients).